Event description:
Philips received a complaint by the customer on the v60 indicating that check vent: backup alarm failed error code: found in the event log of the system. The system was not in clinical use; there was no reported harm to patient/user. The product support engineer evaluated the unit and replaced the cpu (central processing unit) board to prevent recurrence. The device was operational after repairs were completed.

Manufacturer narrative:
The product investigation lab (pil) technician verified that the 1104 "backup alarm failed" alarm error was not logged in the event log. No associated occurrence or 1104 error code could be duplicated at the pil during the bootup of the central processing unit (cpu) printed circuit board assembly (pcba) or standard test bed operation using the cpu pcba. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarms to operate for a period of 2 minutes and found that both alarms operated without any issues. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. No problem was found.